Manufacturer narrative:
Relevant additional information has been received for this event. Device has been returned and evaluated. The doctor was performing a seal and cut when the reported event occurred. This occurred during the end of the procedure. The probe fell into the patient's cervix and was retrieved with a grasper. The visual damage to the probe was that it broke off the jaw. There was no metal exposed on the device jaw. The teflon was intact. The generator settings are unknown. There were error codes u509 and u504 displayed. The device was inspected prior to use and no damage or abnormalities were observed. The connection points to the generator were inspected. There was no cable damage observed. The transducer cords or the cords to any other medical deice were not bundled during use. The olympus representative trained the physician on the techniques of how to use the device. The procedural tips and techniques instructions that were distributed on 9/27/2013 have been shared with the user facility. The physician is experienced in using the device. Actual lot number on the device is 89k 13. Manufacture date of the device is not known. The reported issue of the device was a broken probe and error codes u504 and u509. User¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is large amounts of tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality but found foreign residue in certain portions. The distal end of the device was inspected under a microscope and found the probe is detached and the missing portion of the probe was not returned for evaluation. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device serial number indicated no anomaly with inspection for high-frequency output and appearance. The issue of the device was that the probe broke off. The exact cause of the event cannot be exclusively identified. However based on the past similar cases, the broken probe and error possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed step-by-step scenarios are shown below. Contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error(error code:u504) and the ultrasonic level (error code:u509) occurred. 3. The probe broke with added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error and the ultrasonic level occurred. 5. The probe broke with added load. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
Additional information for the event is not available yet. The device is returned but the device evaluation is not yet complete. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a therapeutic laparoscopic hysterectomy the device showed the following error codes: u504 and u509. The probe then broke and had to be retrieved. The procedure was completed using another similar device; the issue did not impact the outcome. There was no injury or adverse impact to the patient.